Manufacturer narrative:
(B)(4). The mitraclip was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), increased mitral regurgitation (mr) and mitral stenosis. It was reported that this the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mr with a grade of 4. It was noted that the coaptation gap between the both leaflets was more than 2mm (3mm); however, the physician wanted to try to treat the patient with the mitraclip. Four clips (71120u259, 80215u202, 80215u206, 80215u208) were implanted, reducing the mr to 2. On an un-specified date, it was found that the pressure gradient had increased to 9mmhg and the mr was 3. On (B)(6) 2018, the patient was sent to mitral valve replacement surgery for treatment. During surgery, it was found that the last clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The four implanted clips were explanted during the valve repair surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). It could not be determined which of the four clips detached and resulted in slda. Part 1: cds0502/71120u259, date of manufacture: 21-nov-2017, expiration date: 21-nov-2018. Part 2: cds0502/80215u202, date of manufacture: 16-feb-2018, expiration date: 16-feb-2019. Part 3: cds0502/80215u206, date of manufacture: 16-feb-2018, expiration date: 16-feb-2019. Part 4: cds0502/80215u208, date of manufacture: 16-feb-2018, expiration date: 16-feb-2019. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from these lots. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (coaptation length greater than 2 millimeters). The reported adverse event of mitral regurgitation (mr) is due to the slda. A definitive cause for the reported mitral stenosis could not be determined in this case. The reported patient effects of worsening mr and mitral stenosis, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.